Event description:
The biomed reported 2 channel disconnect events a day apart, in which all 3 channels turned off with a channel disconnect alarm although the channels remained attached. In addition, there was a report that programming for 2 of the channels was switched after one of the channel disconnects, resulting in an overinfusion of fentanyl. This file is for the first channel disconnect event on (B)(6) 2013. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer's report of channel disconnect events was confirmed. A review of the data from the associated pcu event log indicates the pcu had been in use for several days prior to the alleged incident and on several occasions experienced channel disconnect events on channels labeled a and b. Each time the channel that had disconnected was reconnected and subsequently reprogrammed and restarted. A close inspection of the iui connectors on the returned devices found the presence of a light contamination film on all pins. Additionally green corrosion was observed on the power pins on one of the devices ((B)(4)) that experienced the channel disconnect events. Testing on the system was unable to replicate the channel disconnect events. The root cause of the channel disconnect events was not definitively determined however an intermittent connection at the iui interface due to contamination/corrosion is believed to have likely caused the disconnect event.